Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2026 and suture was used. The suture thread with the following description of what happened: "needle broke from the thread at the moment the subcutaneous was being closed, thread came out of the tissue and the needle remained. The needle was removed from the cavity during the initial procedure without harm to the patient. There was no change in the patient's condition due to this episode. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: 3-0 27in coated vicryl vio - j311h (j311h list all j&j products that were used during the case but did not contribute to the reported event. Was there any damage or loss reported by the patient or user? No was there a significant delay? No additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The needle was removed from the cavity during the initial procedure without harm to the patient. There was no change in the patient's condition due to this episode. The device is not available for return as it has been discarded. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.